Event description:
The distributor reported that the pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try different wall adapters and outlets, but these attempts did not resolve the issue. Ultimately, technical support decided to replace the pump, confirmed the shipping address, and advised the caller to return the problematic pump using a pre-paid label. The customer understood these instructions and agreed to use an alternate insulin delivery method until the replacement pump was received.